Manufacturer narrative:
Approximate age of device ¿ 5 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the device alarmed low flow/speed and the pump stopped. The system controller alarmed again and went black. The system controller was exchanged; however, the pump did not restart. The patient was transported to the hospital via ambulance. As the patient was being wheeled into the emergency department, the system controller turned on and restarted the pump. There were 2 areas on the external drive line that had been taped. Patient was transported to the emergency room but never regained consciousness. Patient was seizing with agonal breathing. Patient was intubated, sedated, and several drips were started. Patient¿s clinical condition never improved. Decision was made to withdraw all care and patient expired shortly thereafter. The log files from the original system controller captured pump stops on (B)(6) 2018. These occurred when the patient was connected to battery power and to the power module. All the log file data prior to the pump stops is normal. The log file ends with the driveline being disconnected. The log file from the backup system controller captured pump stops on (B)(6) 2018. These occurred while the patient was connected to battery power. No additional information was provided.

Manufacturer narrative:
The reported event was confirmed through the evaluation of the submitted log files. Based on past experience with the heartmate ii lvas and similar reported events, the pump stop events that occurred while the patient was supported by the power module and battery could be indicative of driveline damage; however, a specific cause could not be conclusively determined. The submitted log files contained data from 19nov2018 to 04dec2018. Analysis of the log files confirmed multiple pump stop events and associated alarms. Each of the events occurred while the system was operating on the power module and battery. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. No further information was provided. The manufacturer is closing the file on this event.